Manufacturer narrative:
The event occurred sometime in early (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer locking device shattered into three pieces when an attempt was made to unscrew it and disconnect from the stopcock in an IV line. The drug being infused was propofol. The entire line had to be changed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.